Manufacturer narrative:
2016493-2025-07498_supplemental1 was submitted to recall 2016493-2025-07498, as it was determined that there were four separate incidents where a user was unable to dispense medications to a patient and mdrs were filed for the respective incidents under 2016493-2025-07752,2016493-2025-07768,2016493-2025-07769 and 2016493-2025-07771.hence 2016493-2025-07498 was recalled as it will not be evaluated for reportability.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had issue with corruption. A field service engineer reimaged the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system could not open the database error. The customer reported a delay, stating that patients were waiting for their medications, but they were unable to access any features of the station because of an error message. There were no adverse events or injuries reported based on this event.